Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. That due to disconnection in cable unit, no image was shown. In addition, the following reportable malfunctions were identified during the device evaluation: error code e225 appeared and disconnection in cable unit, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: due to disconnection in cable unit, no image was shown, e225 appeared and due to damage on cable unit the autofocus switch does not work. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had black image during inspection for use. There were no reports of patient harm.